Event description:
It was reported that during preparation of the 3.5 x 12 mm nc trek balloon catheter, the protective sheath was difficult to remove, even after the device was dipped in saline. A new nc trek balloon catheter was used successfully. There was no patient involvement and no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.